Event description:
It was reported that while trying to cross a proximal circumflex lesion, the stent came off the balloon in the artery. Attempts were made to retrieve the stent with a snare, which resulted in the stent getting lost in the left ventricle and eventually traveling down to a gluteal artery, where its still remains in the patient.